Event description:
The concentrators are constantly failing. Nine were purchased and nine have failed. The replacements are also beginning to fail. The system pressure is always higher than specifications which causes other parts down the line to fail, primarily, the sieve beds. The rptr stated that this has been an ongoing problem for the past two years. Maintenance records are available. Additonal serial numbers: 31368, 33204, and 34368.